Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. The first proglide is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger, suture, needles, and cuffs in pre-deployed position and there was dried blood observed on the device. The link was slack, indicating the lever was open to deploy the foot. The sheath was kinked just distal to the o-ring; however, this was not reported; therefore, this most likely occured during return shipment and is not considered to be a device failure. The luminal marking test was performed prior to decontamination and during investigation and the results were acceptable; therefore, the reported experience could not be confirmed. Based on the investigation findings, the device performed according to specification. The root cause for the reported experience could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, there was no marking seen through the marker port. The device was removed, reflushed and reinserted. There was no flow observed. A second proglide device was used and there was no flow observed at the marker lumen port. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.